Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens, the lens became stuck in the cartridge and the lens tore. The lens was removed with no patient injury. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(6). Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known impact or consequence to patient, torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces, with one piece torn off and missing. The lens was torn from one haptic through the optic to the other haptic. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).